Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm and prime anomaly due to motor error alarm. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was not working and had prime anomaly. It was also reported that the insulin was squirting out during prime process and insulin pump received compromised force sensor system alarm. The customer's blood glucose was 405 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection. The insulin pump will be returned for analysis.